Event description:
It was reported that this pacemaker system exhibited noise on both the right atrial (ra) and right ventricular (rv) channels which were oversensed resulting in pacing inhibition of greater than two seconds of pacing inhibition. Additionally, pacing lead impedances have been slowing decreasing over the last year with the atrium dropping more than the ventricle. The patient is not dependent on therapy. The plan is to have the patient evaluated in the office and troubleshooting will be performed. At this time, the pacemaker system remains in service. No adverse patient effects were reported.